Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The patient had 3 duplex ultrasounds after the initial implant at 3-month intervals, all showing the aneurysm stable at pre-operative size of 55mm. However, it was reported that duplex ultrasound performed approximately 13 months post index procedure showed aaa growth to 67mm. The physician sent the patient for CT which showed a type 2 leak from the ima. Coiling of the ima was performed approximately 14 months post implantation and resolved the type ii endoleak. A CT performed approximately 18 months post index procedure showed the ima was sealed with no leaks. Further ultrasound performed approximately 24 months post index procedure showed a possible aneurysm enlargement but no leak. It was reported that the patient presented emergently approximately 27 months post index procedure with back pain. While CT was being performed the aneurysm ruptured and the patient arrested and died. The physician believed the death was possibly caused by the aneurysm in the patient's left common iliac that the flared limb was on. The physician believed that the aneurysm had grown and caused a type 1b leak, causing the aaa to expand and rupture. However, the cause could not be conclusively determined. It was reported that the physician believed the cause of death was not device related after reviewing the CT. No additional clinical sequelae were reported.